Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer had issues with universal surgical manipulator (usm) 3 stuttering during movement. The customer swapped out the patient side cart (psc) and continued to complete the procedure. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the programs instrument was not grasping tissue on usm 3. There was no harm to the patient and no harm to the patient's tissue. The customer switched out the psc due to the usm 3 issue. No patient demographic information was available.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the patient side manipulator (psm) as the linear bearings on the insertion guides were loose. Following service, the system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the parts involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed the reported issue during test driving. The root cause was attributed to component failure.